Manufacturer narrative:
Correction: the initial report indicated the type of report was a serious injury in error versus a reportable malfunction. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. It was noted that the patient¿s pump died previously. Removing the pump was not an option because of a medical reason she was unable to have surgery to remove the pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 10-aug-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2019-jul-23 regarding a patient no longer receiving medication via an implanted infusion pump. It was indicated the patient had the medication taken out a long time ago and the pump was empty. The indications for use included non-malignant pain, failed back surgery syndrome, and chest wall. It was reported that the pump failed and never worked for the patient. The patient found out that the drug was not getting into the right location. The patient could not have the pump replaced because they were on a high level of oxygen. The event occurred in 2012. No further complications were reported or anticipated.